Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating that the listed device was in use with a patient for an unknown amount of time when the connector was found leaking. The clinician increased oxygen flow to the patient to compensate for the leakage. There were no adverse effects to the patient reported.